Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was having surgery not cardiac or device related. During post-op interrogation, post paced t-wave oversensing was observed on the device. Programming changes were made. Patient was stable before, during, and after the event and will continue to be monitored.